Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a wire broken at the tip. The instrument did not get stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary found during the inspection. The surgical task being performed when the issue occurred was colorectal surgery. There was no collision with any other instrument or tool noticed during the procedure. There were no issues related to the opening/closing of the grips that were noticed. There were no issues related to the left/right (yaw) motion of the grips that were noticed. There were no issues related to the up/down (pitch) motion of the wrist that were noticed. There were cables visibly protruding from the distal end of the instrument, but the exact number is unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.